Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that a ceramic head (implanted in 2003) broke. A revision operation is planned for (B)(6) 2017. The ceramic head was placed on an abg stem.

Manufacturer narrative:
An event regarding a crack/fracture involving an unknown ceramic head was reported. The event was confirmed through mar and medical review. Method & results: -device evaluation and results: a visual inspection of the returned device performed by a material analysis engineer noted the following: "the location of the fracture origin(s) could not be determined due to secondary chipping and post-fracture abrasion on the fracture surfaces. Approximately 90% of the head was returned for analysis. Wear scars on the articulating surfaces were observed on returned fragments. The female taper surfaces of the fragments were examined for evidence of a continuous metal transfer markings and could not be confirmed due to damaged and missing head fragments. Continuous metal transfer markings is a likely indication that the trunnion was properly seated in the taper. Sem analysis was not performed as there were no features on the primary fracture surfaces that would provide any more information on the initiation of the fracture." A material analysis was performed on the returned device which concluded: "the ceramic head was fractured. The location of the fracture origin could not be determined due to secondary chipping and post-fracture abrasion on the fracture surfaces. Wear scars on the articulating surfaces were observed on returned fragments. Evidence of edge-loading was also observed on the articulating surface of the liner. Abrasion damage on the distal rim of the shell was consistent with contact with the stem and ceramic head fragments. Metal transfer markings on the articulating surface of the liner were consistent with contact with the stem. No material or manufacturing defects were observed on the device features examined." -medical records received and evaluation: a review of the provided mar and x-rays by a clinical consultant noted the following; procedure-related factors: - cup malposition in low inclination (30°) with probably a further low anteversion factor. Patient-related factors - none. Device-related factors: - none as also supported by mar findings. Diagnosis: - cup malposition in low inclination (30°) with probably a further low anteversion factor has contributed to abnormal biomechanics with overload in the arthroplasty with edge loading, wear scar formation and finally a fatigue type of fracture in the ceramic head. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusion: a clinical consultant concluded the following, "cup malposition in low inclination (30°) with probably a further low anteversion factor has contributed to abnormal biomechanics with overload in the arthroplasty with edge loading, wear scar formation and finally a fatigue type of fracture in the ceramic head." No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The customer reported that a ceramic head (implanted in 2003) broke. A revision operation is planned for (B)(6) 2017. The ceramic head was placed on an abg stem.